Event description:
It is reported that patient was revised in approximately 1995. Reason for revision is unk.

Manufacturer narrative:
Evaluation summary: no x-rays were returned from the surgery to help aid in the identification of the components or assess a cause for revision. Based on the unk nature of the products used in the primary tha, no further action can be taken at this time. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive information be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.